Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of this incident, the field service engineer verified that the customer had relocated the equipment after a pharmacy remodel, after which the station stopped communicating. The fse assisted the customer and found that the network cable was not connected to the correct port on the back of the station. The customer moved the cable to the correct port, and communication resumed. The system functioned as intended after the field service engineer assisted the customer to repair the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es in disconnect mode with remote smart services (rss) offline. The customer tried reboot the station and unplug the station. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.